Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).

Event description:
As reported by the end user, the pt was being prepared for a cardiac catheterization. The staff connected the four port manifold to a pressure injector. When power injecting at 700psi, fluid was noticed leaking around the ports and air was notice in the tubing. The reported defective manifold and tubing were set aside to be returned to the manufacturer for evaluation. The procedure was completed with another new of the same device without further complications. As no air was injected, there was no harm to the pt.